Event description:
Procedure: sigmoid resection. According to the reporter: the device was fired, but when the anastomosis was inspected a hole was noticed. The doctor had to resect the colon at the distal end. When performing another anastomosis, the doctor used an ethicon product to finish the case. Delay in operative time was reported as 45 minutes.

Manufacturer narrative:
(B)(4).